Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed a fracture on the mid-shaft. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed an additional fracture, kinks, and ovalization near the distal end. This damage was incidental to the reported complaint. The fracture and kinks may have occurred due to advancement against resistance, and the ovalization may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), two non-penumbra catheters, and a guidewire. During the procedure, the physician advanced a parent catheter to the ica. Next, a non-penumbra catheter, the velocity, and the guidewire were advanced into the parent catheter. It was noted that the hospital technician experienced resistance advancing the guidewire into the velocity. The velocity and the guidewire were removed together. After removal, the velocity was noticed to be fractured at the mid-shaft. The entire fractured velocity was removed from the patient. The velocity was not used for the remainder of the procedure. The procedure was completed with the non-penumbra catheters. There was no report of an adverse effect to the patient.